Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance. Upon xray, it was observed that the lead appeared to have fractured right under the clavicle. Due to right ventricular (rv) lead in the same position, the physician opted to explant both leads. This lead was explanted and replaced. No additional adverse patient effects were reported.